Event description:
It was reported that a balloon leak occurred. The 70% stenosed target lesion was located in the moderately calcified artery. A 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the balloon was leaking due to a pinhole. The procedure was completed with a different device. There was no patient complications reported post procedure.